Event description:
It was reported that after firing the implants in meniscus, the second implant could not hold in the meniscus and while synching the suture of the implants, the implant came out. No significant delay or patient injury reported.

Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device returned. T1, t2 and suture were not returned. Visual inspection indicated that the needle was kinked in the area of the clear sheath. Successful anchoring is subjective and varies with each procedure. Successful securing requires tissue density conducive to anchor securing, an optimum location and anchor placement fully through the tissue. Functional test confirmed that the device cycled and actuated. No mechanical issue was found for the device returned. No root cause related to the manufacture of the device was confirmed.

Manufacturer narrative:
Due to no product return the complaint could not be confirmed. Definitive conclusions, accurate investigation and evaluation are not possible without product to evaluate.